Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she notices a white veil in front of her eye, from the external side to the middle of her eye, persisting all day long. She describes it as a drop of water, or finger print, passing on her eye, sometimes moving from the center of her eye, but persisting on the side of her eye. She also reports floating bodies and a sensation of a foreign body on her eye that is painful. Initially she had pain behind the eye that is currently resolved. Dry eye syndrome was suspected and treated with medications without improvement. The surgeon suspected remaining inflammation and prescribed another medication for one month. The consumer is currently undergoing this treatment and thus far is without clear improvement. She has followed up with her surgeon twice and another surgeon for a second opinion and in the opinions of both, there is no problem with the iol. Fundus examination of the eye was performed three times and was unremarkable. The consumer is afraid of driving due to the white veil. She also reports that the right eye was not implanted, and she had different vision between both eyes, unbearable, and not improved with glasses. She had a feeling of drunkenness, could not assess distances nor relief, and she could not move due to drunkenness and instable sensation. This was corrected with a contact lens on her right eye and it is resolved. Additional information was received from the surgeon, who reported, the iol and retina were unremarkable and the patient's vision is 20/20.